Event description:
Boston scientific received information that a lead revision procedure was being performed for impedance measurements greater than 2000 ohms, loss of capture greater than two seconds and insulation damage on the right ventricular (rv) lead. During the procedure, it was noted that the rv lead was fully inserted, but the setscrew had not been tightened. The lead was tested through the pacing system analyzer (psa) and still resulted in loss of capture. The lead was disposed of during the procedure. This patient was pacer dependent. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.